Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated the customer reported complaint. Fa found the primary failure of failed engagement test to be related to the customer reported complaint. The permanent cautery hook instrument passed recognition but failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter in multiple attempts. A review logs showed no engagement failures. Fa found the secondary failure of a broken pitch cable to be related to the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal end likely causing the engagement failures. The broken cable segment that contains the crimp was still installed in the clevis. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure is attributed to a component failure and related to device design. Additional observation(s) not reported by site was also identified: the permanent cautery hook instrument was found to have mechanical indentations on the proximal and the distal clevis. The damage was located near the broken pitch cable location and the root cause of the mechanical indentations is typical attributed to mishandling/misuse. A review of the instrument log for the permanent cautery hook instrument (470183-14/ n102001210025) associated with this event has been performed. Per logs, the permanent cautery hook instrument was last used in a procedure on (B)(6) 2021 on system (B)(4). The alleged instrument had one use remaining after the last procedural use. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being reported based on the failure analysis findings. A permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy surgical procedure, the 8mm permanent cautery hook instrument would not pair with the system. The procedure was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.